Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, during the previous f/u in (B)(6) 2010, no ventricular output and high ventricular impedance were observed (the device was reprogrammed in aai, sinus node disease / no av block). During the last f/u in (B)(6) 2011, no atrial output was observed (in addition to the absence of ventricular output). Then a revision was performed but no anomaly was observed on the leads and on the connections. The pacemaker involved in this MDR report was explanted and returned for analysis. A new pacemaker was successfully implanted.